Manufacturer narrative:
The manufacturer's service representative performed an onsite investigation. The framegrabber board was reseated and the software was reconfigured. The system was tested and operates as intended.

Event description:
The customer reported that the 7900 system would not boot up. No patient injury was reported.